Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring iii proximal seal delivery device and loader did not load properly. Company representative believes it was likely user error, as they don't do many off-pump procedures. A replacement kit was used to complete the procedure. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 07 jan 2010. Visual inspection revealed that the seal was intact inside the loader, under the window. The delivery device was outside of the loader and the plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube, as it remained in the loading device. The reported failure "the seal would not load correctly into the delivery tube" is confirmed. A lot history record review was completed for the product. There was no nonconformance for this lot number. (B) (4)